Event description:
It was reported that this patient received 3 shocks while shoveling snow. The implantable cardioverter defibrillator (ICD) was at end of life (eol) and could not be interrogated to determine if the shocks were appropriate or inappropriate. At the elective procedure to replace that device, shock impedance measurements were greater than 200 ohms with the first device that was attempted as replacement. The measurements continued to be out of range despite extensive troubleshooting. A second replacement device was attempted; however, out of range measurements were still observed. A third replacement device was implanted, and the patient was admitted overnight. Three days later, that device and the right ventricular (rv) lead were removed from service. A fracture of the shocking coil was suspected. A new device and rv lead were implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.